Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported receiving a failed battery alarm on the insulin pump. Customer stated she changed the battery three times and the alarm recurred. Her blood glucose was not known. Customer was advised to clear the alarm and that it would recur each time a new battery is inserted if not cleared. Caller disconnected the phone call at this point. The insulin pump will not be returning for analysis.